Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor, seokwang medical, reported an issue with the 3.5mm poplok suture anchor, item # ckp-3500, lot 1085611 that occurred (B)(6) 2020 during a rotator cuff repair involving a (B)(6)-year old male at (B)(6) hospital in (B)(6). It was reported that during the rotator cuff repair, after making pilot hole using 3.5mm poplok punch and placing until the distal depth mark, a surgeon passed sutures of yprc03 on medial side and inserted an anchor into lateral hole. When pushing a trigger, the anchor was not detached from a driver, and one of wings was broken. The broken piece was removed using a grasper, all pieces were removed and disposed of by the hospital. It is indicated that there was no impact or injury to the patient. The surgery was successfully completed using another ckp-3500 but with a reported 10minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported customer complaint of the the anchor not detaching from a driver, and one of wings was broken during the surgery was confirmed. A visual examination of the returned used device, found one of the wings broken and the anchor still attached the shaft. The device trigger was depressed all the way in. The visual evaluation was performed per assembly print for the ckp-3500. No issues were noted with the driver. This is a technique dependent device and the most likely cause of this issue is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A 2 year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 32 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4)devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The user is also advised that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of the device. The surgeon must choose proper implant size based on specific procedure and patient history. The IFU also advises the user to avoid lateral loading when inserting the anchor and to maintain proper alignment during insertion and disengagement of the device from the driver. This issue will continue to be monitored through the complaint system to assure patient safety.